Event description:
Using vasoview hemopro 2 for vein leg harvest during bypass surgery. Unit working fine. When dr extended cautery back out of the end of the system, it was noted that the one cautery blade was bent, removed from pt with no difficulty and no harm to pt. Used a new disposable. FDA safety report ID# (B)(4).